Event description:
Information received indicating cadd ms3 pump heard pump was making noise in middle of night. The pump was shut off and re-started but it said it had lost internal programming. The pump's battery was depleted although battery was still working. The patient had back-up pump. The patient did not miss a dose. There was no injury to the patient due to the reported event.

Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found with damaged rear housing. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer stated problem was verified. According to the investigation, device testing was performed and found that the pump did making noise due to battery depletion. Further investigation determined when the pump battery died, the pump will alarm with battery depleted message. According to the investigation, dead pump battery is the root cause of the noise. However, no fault found with the pump. Investigation recommended replacing new battery when device gives low battery notification and provide more training to user. The problem source of the reported problem was user interface.